Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The part was returned with a reported complaint that does not affect functionality. A review of life usage confirmed that the instrument had four lives left and when the instrument was placed on the in-house system, there were four lives remaining. No damage found. No product issue was identified. The end-of-life indicator had not rotated to red. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode is exposed that would not normally be exposed. The instrument failed the electrical continuity test. Failure analysis found instrument grip cables broken - distal at the grip hub. The cable was fully broken. As a result of the full break, functional testing for any potential motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the maryland bipolar forces instrument was defective. No known impact or patient consequence was reported.